Manufacturer narrative:
A33 alarm during prime/a33 test at 4.0 lbs due to faulty fsr (gold). Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with cracked lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's father called to report that the insulin pump alarmed compromised forced sensor system during manual prime process. Customer's father stated that insulin is squirting out of the insulin pump. Customer's father reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 191 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.